Event description:
It was reported that during implantation of a interbody device using an inserter, the tightening knob at the top disengaged from the inserter shaft. The implant was already in place, so no patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual review of the instrument confirms inner shaft broken at the interface with the knob set screw. Optical examination of set screw identified large flat spot on set screw at the first thread, consistent with significant impact. Fracture surface examination identified river lines and no indication of fatigue, consistent with overload. The above observations are consistent with overload.